Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as may 2018. See also manufacturer¿s report #3004209178-2018-16098. For the patient¿s subsequent device issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient implanted device came through the skin and ¿they had to move it¿ (not specified what they moved). The patient stated that the device was in a ¿bad place¿ and they went straight to the doctor. They were told to go to madison and, on the way, ¿it busted through¿. There were no further complications reported or anticipated.